Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two left ventricular (lv) leads and two right ventricular (rv) leads were damaged during implant attempt. The physician did not report any product problems. An lv and rv lead were ultimately implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.